Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump did not work. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2015 with the following findings: on investigation, the pump powered on with functioning vibration; however there were no audible tones present at power up or with warnings and alarms. The pump was opened for investigation of the audio issue. On examination, an open cracked solder connection was located on the audio device inside the pump. Investigation duplicated the complaint.